Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was prepared for use during a bronchoscopy procedure performed on (B)(6) 2022. During preparation, the unit did not recognize the catheter and an error message was shown. There was red field and no troubleshooting was done after dissecting and connecting. There was no damage seen in the packaging but the catheter looked unobtrusive upon opening the package. The procedure was cancelled and there was no plan as of yet if the procedure will be rescheduled and completed. There were no patient complications reported as a result of this event but for medical reasons, general condition of the patient, the procedure was terminated prematurely.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable problem of aborted/cancelled procedure. Block h10: investigation results an alair bronchial thermoplasty catheter was received for analysis. Visual inspection of the returned device revealed no problems noted on the power cord, handle and shaft of the device. The electrode array was inspected both in relaxed and expanded state and no problems were noted. Functional inspection was performed, the device was connected to the rf controller and the ready light turned from amber to green. The device was then activated and cycled through 10 activations and the device passed the functional test without the generation of any error messages, which indicated that there were no defects to the device, array, solder pads and t.c. Wires. Microscopic inspection was performed, the red and yellow tc wires were found correctly soldered to the solder pads. No other problems were noted. The reported complaint of catheter handle icon flashes red was not confirmed since during the analysis, the ready light turned from amber to green and cycled 10 activations which indicated that the device passed the functional test. Based on the most relevant information of the complaint event description, device analysis, and including the product record review results, the device met all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was prepared for use during a bronchoscopy procedure performed on (B)(6) 2022. During preparation, the unit did not recognize the catheter and an error message was shown. There was red field and no troubleshooting was done after dissecting and connecting. There was no damage seen in the packaging but the catheter looked unobtrusive upon opening the package. The procedure was cancelled and there was no plan as of yet if the procedure will be rescheduled and completed. There were no patient complications reported as a result of this event but for medical reasons, general condition of the patient, the procedure was terminated prematurely.